Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under a therapy electrode. The area was described as a bad rash with open skin. The patient reported that she re moved the device and that the nursing facility had applied antibiotic ointment on the area. During a follow up, the patient reported that the irritation had improved.